Event description:
Information was received from multiple sources (patient, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger was heating during the charge of the device. First the patient tried to charge the device and recharger temperature went up, so she unplugged the recharger. Second, after waiting for the temperature to go down, she used the recharger again but after failing to pair the device, the recharger temperature was rising again so she unplugged everything. The patient was talking to the rep while trying to use the recharger. They tried to charge but considering that the temperature of the recharger increased again it was decided to change it and send the patient a new recharger. There were no patient symptoms or complications associated with this event.  Medical or surgical intervention was not needed to prevent permanent impairment of function.  The device did not lead to or extend patient hospitalization.  There was no injury as a result of this event. The issue occurred during normal use.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Chile medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.